Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implants fracture horizontally and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two implants were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and one fractured at the threads and the other fractured at the middle of the threads. No pre-existing conditions were noted on the per. The reported devices location is unknown and was used for approximately 14 years. Pictures or x-ray images were not provided.review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01.information identified: 'warnings' 'precautions' 'potential adverse event'.DHR review:DHR review was completed for the subject lot numbers (764074 and 764966). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (764074 and 764966) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Review completed utilizing keywords: fracture implant. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.